Event description:
Tap - same case as manufacturer's report# 6000093-2006-00536. It was reported that a 4 months after implantation of a 2.50x12mm and a 2.50x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the proximal and diatal sections of the left anterior descending (lad) artery. A pre-intervention stenosis of 70% was reported for both lesions. After balloon dilation of the lad, a 2.50x16 stent was deployed proximally. A post-intervention timi grade 3 flow was reported. No information was received concerning vessel tortuosity or calcification. No information was reported concerning pt medications or complications. The pt presented 4 months after the initial procedure with 95% in-stent restenosis in the distal edge of the 2.50x16 mm stent and the proximal edge of 2.50x12 mm stent. After balloon dilation, a 2.50x8 mm taxus stent was deployed in the lseion. A post-intervention stenosis of 0% and timi iii flow was reported. No information was reported concerning pt medications or complications.